Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Bd conducted visual inspections on 30 retained samples from lot# 4163214 and another 30 retained samples from lot# 4163215. All 60 samples passed the inspection with no failures reported. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4163214 and 4163215, for the indicated failure mode: stopper cocked. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes failed to have the closure removed by the automation line. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 4163215 d4. Medical device expiration date: 31-may-2025 d4. Unique identifier (UDI) #: (B)(4). H4. Device manufacture date: 11-jun-2024 e1. Initial reporter phone #: (B)(6) e1. Initial reporter facility name: (B)(6) hospital there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ that an unspecified number of tubes failed to have the closure removed by the automation line. There was no health impact or consequence reported.